Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down buttons of insulin pump were harder to press and had to hold down longer to respond. The customer stated that back light was dimmer, top corner of screen was chipped. Customer reported that insulin pump had crack near battery housing and had to do double rewinding and priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.